Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
It was found that the tip of the screw driver blade was broken when it was checked upon the inspection of the returned loner kit from the hospital. It was confirmed with the hospital that the tip of the broken screw driver was removed form the pt's body. No detailed information on how the blade was broken was available from the hospital.